Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was unconscious due to low blood glucose episode. Customer stated that the paramedics were called to assist customer at home. The blood glucose reading was low when the paramedics arrived. Customer stated that she had high blood glucose of 317 mg/dl and delivered a bolus of 6.10 units. Customer stated that the following morning she had the low blood glucose episode. Nothing further was reported